Manufacturer narrative:
Submit date: 03/21/2016. An investigation is currently underway. Upon completion, a full investigation report shall be provided.

Event description:
It was reported to covidien on (B)(6) 2016 that the customer experienced an issue with an enteral feeding pump. The customer states that the unit was in feeding mode - the rate that the unit was set to was 35ml/hr. The nurse checked that infused volume around 10 pm; infused volume was 50ml. The nurse returned to unit at 3:330am due to the unit alarming for occlusion where they noticed that the infused volume did not increase since 10 pm. The unit did not alarm for occlusion until 3:30 am; feeding was not infused for roughly 5 hours. The patient's blood glucose level dropped to 9mg/dl. The customer was provided with intravenous nutrition to recover. No other intervention was required.

Manufacturer narrative:
An investigation of kangaroo epump was performed for the reported condition of; the unit did not alarm for occlusion for roughly 5 hours, feeding was not infused. The unit was triaged and the complaint was confirmed; the unit¿s occlusion alarm was delayed. A definitive root cause could not be determined, but a probable root cause could be due intermittent electrical interferences. Kangaroo epump was manufactured in 2011. A review of the device history record shows this device was released meeting all manufacturing specifications.